Event description:
Customer reported that the patient underwent a bilateral, primary inguinal hernia repair procedure in 2008. Post-operatively that day the patient began experiencing urinary retention. As a result, on io catheter was placed. The event appeared to have resolved 2 days post procedure, and the patient was discharged. Then at about three days later, the patient presented to the ER with complaints of urinary retention and nausea and vomiting ongoing the previous four days. The patient was again treated with an io catheter. The event was reported as resolved in the next day. The attending surgeon opines that the event is not device related, however, possibly procedure related.

Manufacturer narrative:
Conclusion code: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. The actual device associated with this event is not known. Customer reports the following possible products: lot: aa9wlpb0, mfg: 01/01/2008, exp: 06/30/2013; lot: ad9kppb0, mfg: 04/01/2008, exp: 06/30/2013. This is one of two medwatch reports being submitted for this patient as two independent adverse events were reported. See 2210968-2009-00086 and 2210968-2009-00087 for both medwatch reports.